Event description:
New information notes that the device or any device related procedure did not contribute to the adverse event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in emergency room post implant of a pacemaker and two leads with chest pain. Echocardiogram showed pericardial effusion. It is unknown if the device or implant procedure contributed to the effusion. Issue was resolved with medication. Related manufacturer reference number: 2017865-2019-14179; related manufacturer reference number: 2017865-2019-14180.